Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -did the event occur during one or multiple patient/procedures? -what is the total number of patient/procedures? -have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide information requested above for each patient/event. - what are the procedure name(s) and date(s)? - it was reported that "the tensile strength and the memory just wasn¿t what we have come to expect". Did any suture break? - if yes, how many and when did they break? (In the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify for each patient/procedure. - are the devices or samples available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) - please provide the source or name and title of external person providing answers to follow-up events reported via; 2210968-2023-06634.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2023 and suture was used. During the procedure, it was reported by the practice manager for countryside veterinary hospital that they only utilize ethicon suture within our practice, and recently we had a box of suture that was below expectation. My doctor had repeated issues with every pack he opened out of this box- the tensile strength and the memory just wasn¿t what we have come to expect. No adverse patient consequences were reported. Additional information was requested.